Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The customer¿s complaint was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was diagnostic.

Manufacturer narrative:
Troubleshooting was performed over the phone. The issue was resolved by instructing the customer reseat the communication cable on the scope and power on the cv-190 tower. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a b30 communication error being displayed when the scopes were connected. It is unknown when the event occurred. There were no reports of patient harm.